Event description:
It was reported following a diagnostic catheterization procedure, a 6f angio-seal sts plus device was deployed to seal the arteriotomy site. The pt experienced a painful cold leg; an occlusion was diagnosed. The occlusion was treated. The pt has reportedly recovered. The predeployment angiogram revealed no peripheral vascular disease.